Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilisation. The patient's medical history included irregular menstrual cycle, adenomyosis uteri, dysmenorrhea, dermoid cyst of ovary and hemorrhagic ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy, right salpingectomy with da vinci.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: occlusion of bilateral fallopian tubes via essure placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilisation. The patient's medical history included irregular menstrual cycle, adenomyosis uteri, dysmenorrhea, dermoid cyst of ovary and hemorrhagic ovarian cyst. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy, right salpingectomy with da vinci.). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: occlusion of bilateral fallopian tubes via essure placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received. Reporter information added. Patient dob updated. Event medical device removal updated to event menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.